Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Information was provided, which indicated that an unapproved viscoelastic was used with the lens/cartridge/handpiece combination. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 03/22/2011 and 03/24/2011 by phone, fax, and mail. A completed questionnaire was received on 03/28/2011. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing glare, halos, and no improvement in his far vision. In a phone call follow-up with the consumer, he further reported that halos and glare are worse with night time driving; he has been wearing sunglasses to drive at night, but it helps very little. He also reported noticing flickering when he looks to the right - "almost looks like a kaleidoscope". He is bilaterally implanted and the fellow eyes is doing well with a different model lens. He reported that he has discussed his concerns with his surgeon who has given him glasses. The consumer stated the glasses help but he did not want to wear glasses after surgery. In a follow-up, the surgeon reported there was no medical or surgical intervention performed to treat the event.